Manufacturer narrative:
(B)(4). Concomitant medical products - oxford partial knee system right medial tibial tray size c catalog 154723 lot 483150; oxford partial knee system anatomic meniscal bearing right medial large size 4 mm thick catalog 159583 lot 228280.

Event description:
Patient underwent a revision of a partial knee approximately five weeks post implantation due to unknown reasons.